Manufacturer narrative:
Additional data: device evaluation: the lens was returned in liquid in lens case/vial. Visual inspection found no visible damage to the lens. Corrected data: phakic toric intraocular lens, product code: qcb claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens, -13.5/+3.0/062 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to lens rotation not associated to a low vault. The lens was exchanged for another same model/length lens but different axis power and the problem was resolved. The exchanged lens was still slightly off-axis. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.